Manufacturer narrative:
Investigation summary: a sample was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided. The batch record was reviewed, no related abnormalities were found. The crack identified in the catheter bulges outward and the surface is white suggesting the force originated from the interior of the catheter unit. Only two stations during the production process came into contact with the damaged region. Zone 1 is the flaring pin, a guided round pin incapable of generating the reported failure. Zone 5 also comes into contact with the damaged section of the catheter, this station can cause the reported failure however it is characterized by an exposed needle tip. This exposure would trigger the visual system and reject the catheter preventing shipment. Investigation conclusion: it could not be determined if the root cause was the result of the manufacturing process, or the result of post manufacture damage.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the family of the patient that the bd intima ii¿ IV catheter leaked solution from th connection part between the e-tubing and connection site after 30 minutes of being punctured. No impact on the patient and the normal drug was still infused. No other actions taken or change in course of treatment. No medical intervention or serious injury noted.